Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath assembly, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy from the device successfully except tamper tube. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during angio-seal installation, the radiologist noticed that suture between the anchor and angio-seal device was missing. They had to press the puncture by hands. Additional information was received on 26 may 2023: after pressing they made ultrasound examination for the patient and they did not see neither collagen, nor anchor. Also, the patient's leg was ok. Follow up treatment needed. Additional information was received on 31 may 2023: there was more pain while they were pressing the punction hole. The patient had to stay in bed more than 2 hours because of hand pressed punction hole (with angio-seal 2 hours) and use of sandbags. The estimated blood loss was approximately 5ml. Additional information was received on 08 jun 2023: the procedure that was being performed for the patient prior to the closure device being used was angiography. The procedure sheath size used was 6f 11cm. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and an ultrasound. Insertion and deployment was normal however, when starting to withdraw there was no thread, anchor nor collagen. The patient was stable. Follow up was needed and ultrasound procedure was made to verify that the anchor or collagen were not inside the patient's artery. Artery flow was clear so no extra instruments inside the patient.

Manufacturer narrative:
E3: occupation: interventional radiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.